Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) results for one (1) patient involving the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on their alternate unicel dxi 800 access immunoassay system which produced results within the normal reference range for both assays. The initial elevated results were released from the laboratory however the customer did not report any harm to patients or change in their treatment. The customer stated the instrument generated non-reproducible results for three additional patients; these patients' results are reported in MDR # 2122870-2015-00028. The patients' samples were drawn in either heparinized plasma tubes or serum tubes which were centrifuged at 3000 rpm (revolutions per minute) for 10 minutes. The original tubes were loaded onto the instrument through the automation line. No sample integrity issues were reported by the customer. The customer indicated that both the troponin I (access accutni+3) and creatinine kinase mb (access ck-mb) quality control (qc) was passing within the laboratory's specifications prior to the event. System check was performed after the event and failed to meet the instrument's specifications. The customer also noted that their ferritin calibrations were failing. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not provide the patient's date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse performed a substrate decontamination procedure on the instrument. A system check was performed after the decontamination which failed to meet instrument specifications. The fse then replaced the peristaltic pump tubing and reran the system check. All verification testing passed within published performance specifications. In conclusion, the peristaltic pump tubing is the cause of the event as it was leading to poor washing of the patients' samples. Bec (beckman coulter) internal identifier for this report is (B)(4). All mdrs associated with this report are: 2122870-2015-00028, 2122870-2015-00029.